Manufacturer narrative:
The device was not returned for an evaluation. However, the customer was able to provide copies of the mixcheck report, which provided details about the compounding process for the orders. The mixcheck report showed the bags were within range and the final ingredients in this event were within acceptable limit. There was no indication the compounder contributed to this event. This event is logged under complaint file number-(B)(4).

Event description:
The customer had called to report bags produced on a exactamix compounder completed delivery before the scheduled completion during patient infusion. The reporter was unsure of the cause of the event since the bags passed inspection prior to release and the facility adds overfill to the bags in order to compensate for priming. There was no reported patient injury or medical intervention. This is report 3 of 3 for this event/patients. No additional information is available.